Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the reload noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a gastric bypass procedure. The device was being applied to the stomach tissue. The device was fired and the cutting knife went until the end. Staples closed only on the first half of the line. There was half of the 45 mm line just cut with no staples closed or even came out. The rest of the staples fell out of the reload while doing the washing from blood after surgery. The surgeon tried to close the line with sutures, but there were issues. The patient went hypertonic, the blood pressure was 200/160 and they stopped the surgery. No reload was matching the stomach tissue, it was too thick. There was minimal blood loss. Patient did not get the bypass surgery. No reoperation has been performed. The patient has been injured or jeopardized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.